Event description:
The customer reported on (B)(6) 2011 that on (B)(6) 2011, the fiber was noticed to have commenced forward firing at 35662 joules during prostate vaporization. The procedure was completed with another fiber. Neither the pt nor the end user experienced any injuries as a result of this event. The first fiber used in the procedure was reported in MFR report number 2937094-2012-00018.